Manufacturer narrative:
A review of the device history record for strattice lot sp100055 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on (B)(6) 2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incisonal hernia repair¿ surgery and was implanted with a strattice device lot ¿sp100055-197¿ on (B)(6) 2014. The patient underwent a ¿removal of mesh + injury (recurrence) to repair recurrent incisional hernia¿ on (B)(6) 2016. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿I have stomach pains and I can¿t lift anything over 5 pounds. I can¿t digest a lot of foods.¿ the form lists the condition that was treated was ¿hernia¿ in 2014 and 2016. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿bard/davol: ventralight (lot: unknown),¿ on (B)(6) 2016. The form indicates that the device was removed on (B)(6) 2017 due to ¿recurrence and injury (seroma) to repair recurrent incarcerated incisional hernia.¿ the patient was also implanted with a second non-abbvie device ¿ethicon: prolene hernia system (lot: 29001j12)¿ on (B)(6) 2017. The form indicates that the device was revised on 1(B)(6) 2023 due to ¿recurrence and adhesions to repair recurrent incarcerated incisional hernia.¿ the was also implanted with a third non-abbvie device ¿ethicon: prolene mesh (lot: pbq109)¿ on (B)(6) 2023. The form indicates that the device was not revised or removed. The patient received treatment for these non-abbvie devices in 2017 and 2023. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.